Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent under sensing which may have prematurely ended mode switch or atrial tachycardia/atrial fibrillation (at/af) data collection. The device appears to have mode switched correctly. The lead is still in use. No patient complications have been reported as a result of this event.